Event description:
It was reported that the injector was catching in the plunger and was not working properly when injecting the intraocular lens (iol). When injecting the lens, the plunger of the injector started to catch and jammed. The intraocular lens (iol) being used during the procedure was compromised due to the issue that it would not move forward or backward and the haptic was damaged/ torn. Another backup lens of same model and diopter was used to complete the procedure using another injector. Only the cartridge tip made contact with patient's right eye, however, there was no patient injury and no other intervention was required. There was a delay of 5 minutes and the patient has fully recovered. The original lens was discarded. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.